Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the odu was stopping periodically during procedure, physician was disconnecting odu so he could aspirate through wire lumen and odu wire broke off near the hub. He was able to pull catheter out with broken wire still inside catheter. Evaluation summary: upon receipt of the sample, the dispersion wire was observed to be broken 0.5cm from the tip of the hypotube. Kinked also observed 0.2cm from the tip of hypotube. The other broken segments of dispersion wire remains inside the catheter. Kinked on catheter was observed at the tip of the outer strain relief. No other issues observed.